Event description:
The device was used during a wedge resection procedure. Reportedly, a complete firing was not achieved. The surgeon resected add'l tissue on the pt side and applied another instrument. The hosp has reported the pt has recovered. Expiration date 10/30/00.